Event description:
A proultra endo tip separated while praciticing with an ultrasonic unit. As there was no pt involved, no injury was reported.

Manufacturer narrative:
Based on information received from the complainant which indicates that the ultrasonic unit was set too high for the tip and that water was turned on (proultra endo tips do not contain a water port), this event is most likely the result of the user error. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.